Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Pump passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, selftest and occlusion test. No pump error 43 alarm and pump error 41 alarm during testing. Pump history was download successfully. However, verify pump error 43 alarm and pump error 41 alarm at the pump history file date and time: 04/29/2025 22:45:49.000 motor drive error (43). 04/29/2025 22:45:50.000 motor voltage error (41). Unit was cut/open and inspected and no found moisture damage at motor assembly. The sc1 cap locks properly into the reservoir compartment. The following were noted during visual inspection: no cosmetic damage found. Pump error 43 alarm confirmed and pump error 41 confirmed due to problem isolated to the motor assembly. For additional information regarding tests performed refer to (B)(4) ¿ appendix e. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer noticed pump error 43 (an error in the motor was detected by reading unexpected value from hall sensor), pump error 41(motor power supply voltage error detected. This is measured before each single insulin pump stroke, and then continually measured periodically during the entire motor driving period). The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. Insulin pump passed displacement test and self test. However, the error table indicated that the pump need to be replaced. No harm requiring medical intervention was reported. The customer discontinued use of the insulin pump. Mmt-1886 was requested and the device was returned for analysis.